Manufacturer narrative:
Eval summary: the reported problem of damaged battery was confirmed. The battery history was reviewed and revealed the pump had 2 battery discharges below alarm threshold. Review of the complaint history reveals similar reports have been received for this product for the reported issue. The issue of damaged battery is being addressed.

Event description:
During service testing a baxter field service engineer reported two battery discharges below alarm threshold. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.